Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years old. (B)(4). The complainant indicated that the device was sent to hospital pathology per protocol and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that sensor wire guidewire was used in the kidney and ureter during a ureteroscopy with laser lithotripsy procedure date is unknown. According to the complainant, the patient was sent home from the previous ureteroscopy with laser lithotripsy procedure with a portion of the detached corewire from the sensor wire. On (B)(6) 2020 the patient returned to the hospital septic. A ureteroscopy procedure was performed on the same day to remove the retained fragment. It was reported the patient is expected to fully recover.